Event description:
Patient representative reported left side "textured exchange due to concern with the product", patient suffered "mental anguish", "pain", and suspicion of lymphoma-alcl (unconfirmed). Histopathological markers confirming alcl have not been received. In addition, "severe physical injuries and other injuries" were reported which are not device related. The device remains implanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "textured exchange due to concern with the product" and suspicion of lymphoma-alcl.